Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00585. This report is being submitted as additional information. Approximate age of device ¿ 3 years and 11 months. Manufacturer's investigation conclusion: the reported driveline fault alarms and intermittent power/estimated flow elevations were confirmed via the submitted log file. The submitted log file contained approximately 3 days of data, spanning from (B)(6) 2018 at 23:15 to (B)(6) 2018 at 9:50, and captured 185 yellow wrench advisories associated with driveline fault alarms. Two intermittent elevations in power/estimated flow were captured on (B)(6) and (B)(6). A specific cause for the change in pump parameters cannot be conclusively determined. X-rays of the patient¿s internal portion of driveline revealed a potential area of concern near the driveline exit site. The hm ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU and patient handbook describe all alarm conditions, as well as the appropriate action(s) to resolve each alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that driveline fault alarms reoccurred after they were cleared. Log file analysis completed by the manufacturer¿s technical services representative revealed 185 driveline fault alarms occurring between (B)(6) 2018 and (B)(6) 2018. This appeared to be a driveline issue causing the driveline fault alarm. Technical services also reviewed x-ray images provided and reported that there was an area of concern. The patient received a pump exchange on (B)(6) 2018. No additional information was provided.